Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump dropped and then wake button was hard to press. Reportedly, a piece of plastic that surrounded the button had chipped off and was under the button. The pump turned on when plugged into a power source. Customer's blood glucose level was elevated; however, the exact value was not provided. The customer administered manual injections.